Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the snapping pin on the rigid endoscope telescope broke off. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, e2, e3, g2 (adding "health professional" according to new information received "contact job title: sterile processing manager"), h2, h3, h4, h6. Corrected field: g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the cause of the reported issues is most likely due the application of excessive force as well as the effect of considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.